Event description:
The device was returned to zoll for an unrelated issue; during functional testing, the device failed to discharge via paddles. There was no patient involvement in the reported malfunction.